Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the anterior end of the 8f .088in 90cm multi-purpose (mp) a-1 vista brite tip guiding catheter was found to be split during the cerebral aneurysm embolization procedure. There were difficulties inserting and advancing the device. However, there were no issues withdrawing the device. There were no reports of patient injury. The anterior end of the catheter was split. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The user was trained in the use of the device. A contralateral approach was used. The target site and access site had no calcification, tortuosity, stenosis, acute angulation, or bifurcation. The device was not pulled from the packaging by the hub. The device was not torqued or "steered" by the hub. One non-sterile unit of a gc 8f .088 mp a-1 90cm was received for analysis. During visual inspection, a torn condition was noted to the brite tip/distal tip. Functional analysis was performed by inserting the catheter through a catheter sheath introducer (csi) and no difficulties were observed. No resistance or friction was noted. A high magnification visual analysis was performed on the surface of the distal tip. During this analysis, mechanical damage consisting of elongation patterns was observed on the border of the torn distal tip. The reported ¿brite tip/distal tip- frayed/split/torn¿ was confirmed due to the conditions observed on the distal tip of the device. The exact cause of the event cannot be determined however, the elongations on the frayed distal tip suggest the damages may be related to a tensile strength overload exposure. Handling factors such as removing the device from the mounting card by pulling on the distal tip is a possible cause. The reported "brite tip/distal tip - insertion difficulty" was not confirmed as the unit did not experience any friction or impediment during the functional test. However, the user may have experienced the reported difficulties while attempting to use the device with a damage distal tip. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter." Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the anterior end of the 8f .088in 90cm multi-purpose (mp) a-1 vista brite tip guiding catheter was found to be split during the cerebral aneurysm embolization procedure. There were difficulties inserting and advancing the device. However, there were no issues withdrawing the device. There were no reports of patient injury. The anterior end of the catheter was split. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The user was trained in the use of the device. A contralateral approach was used. The target site and access site had no calcification, tortuosity, stenosis, acute angulation, or bifurcation. The device was not pulled from the packaging by the hub. The device was not torqued or ¿steered¿ by the hub. The hospital reported it as an adverse event to the china nmpa directly. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.